Event description:
Pt fell in (B)(6) 2011 and fractured left femur above a total knee arthroplasty. Implant surgeon performed on orif with a 14 hole lcp condylar plate construct on (B)(6) 2011. Fracture was healed, but pt suffered from knee pain and flexion contractures. In an attempt to restore full extension, explant surgeon replaced the tibial platform in pt's tka. Surgeon suspected the condylar plate could be rubbing on the femoral component and opted to remove the 14 hole condylar plate and its associated screws on (B)(6) 2012. This is 12 of 12 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.